Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer ran precision testing on the electrolytes, which passed. The customer reported no further issues. The cause of the discordant, falsely elevated na result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na result.